Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two (2) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the "weld holding the spike port component onto the bag." The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available.